Manufacturer narrative:
Trackwise ID #: (B)(4). Corrected section: h-6: device codes: corrected from "peeled 1454" to "material twisted/bent 2981."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was damaged (the electrode/heater wire had become detached). A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected section: e1, h6 patient code - changed to reflect no patient involvement. Trackwise # (B)(4). The device was returned to the factory on 09/28/2020. An investigation was conducted on 09/30/2020. A visual inspection was conducted. The harvesting device was returned inside the plastic protective shell. The plastic covering around the plastic shell was not returned for evaluation. The device was removed from the plastic shell. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed on the jaws. The heater wire was observed to be flexed and twisted away from the hot jaw. The heater wire was observed to be attached at the base but detached at the tip of the hot jaw. No temperature and resistance testing was conducted due to the damage of the heater wire. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire was confirmed. The DHR. Shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was damaged. A replacement device was used to complete the procedure. No patient involvement

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was damaged. A replacement device was used to complete the procedure. No patient involvement.